Manufacturer narrative:
Additional information has been received for this event from the customer. Manufacture date of the device is available. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, h4, and h10. Customer provided information of their reprocessing method. During manual cleaning detergent used is gigazyme x-tra (firma schulke). Disinfection is not performed manually. Model number of the brushes used is medwortz cleaning brush 2.0, 4.7 mm. Disinfecting is not performed for manual cleaning. No information provided on automatic endoscopy reprocessor (aer). The device is stored vertically in storage cabinet with drying functionality. The device was not sterilized.

Event description:
Addendum feb 27, 2023: customer provided results of the culture test performed for the device. Results for the flushing liquid of channels: staphylococci, streptococci (aerobic spore forming) 4 cfu/ml stenotrophomonas maltophilia 208 cfu/ml streptococcus salivarius 20 cfu/ml the investigations revealed no evidence of pseudomonas aeruginosa. Distal end: no germ growth.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, the device was found to be contaminated by unspecified germs in a culture test for microorganisms was performed after reprocessing of the device. There is no reported harm to any patient or persons.

Manufacturer narrative:
Due diligence has been performed with the customer, with no response as yet. The device has been returned and evaluated in addition, an independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results for swab of distal end, sampling solution of instrument channel, biopsy channel and suction channel, had no detection of any indicator microorganisms like escherichia coli (e. Coli), other enterobacteria, enterococci, pseudomonas aeruginosa, other non-fermenting bacteria or other hygiene-relevant bacteria like staphylococcus aureus, coagulase-negative staphylococci, viridans streptococci. The device conforms to the regulations followed by germany. Upon evaluation of the returned device, it was observed that a piece of the distal end rubber coating (a-rubber) was missing, causing a leakage issue. The charge couple device (ccd) cover lens was scratched, connecting tube had a dent, angulation was less than specified, and switch box unit had short cable. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.